Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 405 mg/dl. The customer reported no symptoms. Troubleshooting was performed. It was found that the customer had treated the high blood glucose event with the manual injection/insulin pen. It was found that the customer was using the insulin pump within 48 hours of the reported event. The auto-mode feature was active. The customer also experienced a low sensor glucose of 40 mg/dl and blood glucose of 495 mg/dl. No further patient complications were reported. The customer will continue the use of the insulin pump and the product will not be returned for analysis. User had thought they were low due to sg and ate carbs leading to high blood glucose. The event involved product(s) mmt-7020la. The sensor was worn for unknown number of days. No product return is expected for mmt-7020la.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.